Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod's cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed, but the pink slide was noted to have moved forward.